Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 6 months. The pump remains in use supporting the patient. No additional events have been reported. A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient had bloody stools and continued anemia, and was transfused the same day. The inr target was decreased to 1.8-2.2 due to the gastrointestinal bleed. It was reported that a non-bleeding ulcer was found; the source of the gi bleeding was not identified. The patient was stabilized after treatment with an unspecified number of blood transfusions and was discharged to home on (B)(6) 2017. No additional information was provided.